Event description:
The customer contacted physio-control to report that their device had unexpectedly powered off while attempting to charge (in order to shock) during patient use. The customer advised that a backup device was obtained and used successfully to defibrillate the patient. The customer advised that no further details about the patient or the event were available. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The customer quality engineer reviewed the patient electronic records and verified the reported issue. After replacing the power supply assembly and the therapy pcb assembly as a precautionary measure, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The root cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had unexpectedly powered off while attempting to charge (in order to shock) during patient use. The customer advised that a backup device was obtained and used successfully to defibrillate the patient. The customer advised that no further details about the patient or the event were available. There were no reports of adverse effects to the patient as a result of the reported issue.